Event description:
It was reported by service report that the bed was turning itself on and off, due to one of the cpu boards. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.